Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of mfg. Based on the incident info, a conclusive root cause for the reported stent dislodgement cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to a pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged when the protective sheath was removed. Reportedly, there was no pt involvement. No add'l event or pt info is available.